Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the flexvision monitor was unable to display x-ray images. Analysis of the log file showed a loss of communication with the large screen control pc (flexvision pc). Upon troubleshooting, the fse confirmed the communication failure. To resolve the issue, the fse re-seated the flexvision pc's hard drive to a clean state and reinstalled the operating system and required applications. Flexvision functionality was then restored, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a monitor was unable to display x-ray images issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. A monitor was unable to display x-ray images. This issue can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart). It is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display x-ray images. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.